Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported there was a catheter occlusion. As a result of the event, the device was explanted. During a pump replacement procedure, the catheter failed to return cerebrospinal fluid (csf). Given the lack of patency and the patient's unstable medical condition, the physician aborted the procedure and explanted the pump. A dye study was performed as diagnostic testing. The patient status at the time of this report was "alive -no injury." There were no patient symptoms or complication associated with the event. The catheter remained implanted and out of service. It was further reported the patient did well in the immediate postoperative period. The drugs being delivered via the device system were morphine and bupivacaine. No further information was provided. If additional information is received, a follow-up report will be sent.